Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen was faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked to the left of the grip pad. All the buttons were found to be under responsive to user presses. The keypad cover was found to be peeling. The pump cover was removed and there was contamination found around the contrast and up button. The bolus button was noted to be punctured but responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).